Event description:
End user is reporting that the front caster wheels are rotting out.

Manufacturer narrative:
First: monitoring injection process parameters, make sure operation following s.o.p. Responsible person:(B)(4), date: (B)(4) 2015. Second: make test to the front caster wheel, make sure caster wheel can past test. Responsible person: (B)(4), date: (B)(4) 2015. Third: enhance transporation protection, avoid conceal damage to the wheel chair. Responsible person: (B)(4), date: (B)(4) 2015.